Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence and adhesions are an inherent risk of surgery and is listed in the instructions-for-use a possible complication. The attorney alleges removal of the device, however no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent repair of a ventral hernia. A bard/davol composix l/p hernia mesh 6.2" x 6.8", lot number huvh1102 was implanted in the patient during this repair. (B)(6) 2014: the patient underwent surgery due to chronic abdominal wall pain. During the surgery, the surgeon noted, "severe intra-abdominal adhesions, mesh ingrowth into liver." The composix l/p implanted in plaintiff failed to reasonably perform as intended.the product caused serious injury and had to be surgically removed via invasive surgery,necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient continues to experience complications related to the bard/davol composix l/p. The patient will likely require additional surgeries to repair the damage from the product. The bard/davol composix l/p caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. It is alleged that the bard/davol composix l/p is defective. The attorney alleges the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.